Event description:
Information received indicates the right foot side rail will not latch.

Manufacturer narrative:
The technician found debris in the side rail latch mechanism. The technician cleaned the latch mechanism to repair the bed.